Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check, multiple episodes of noise reversion were observed. No electrical anomalies were detected. Noise could not be reproduced through isometrics. The lead was capped and replaced. The patient tolerated the procedure well and will be followed normally.